Event description:
It was reported that a patient underwent an unknown lumbar spinal fusion procedure at l5. During the procedure, "when the surgeon was driving the screw into the pedicle, it was noticed that the trajectory repeatedly went offline. After several attempts it was discovered that one side of the screw did not look straight while attached to the screw driver." It was then noticed that the threads of the screwdriver were damaged and worn. A new driver was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that functional evaluation with a sample mas was able to drive the screw into simulated bone at a ~45 degree angle without issue. Visual and optical examination of the tip does identify wear on the initial ~0.5mm of the driver inner shaft tip. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the instrument; unable to determine root cause of the foregoing event from the available information.